Manufacturer narrative:
Customer mentioned that she had been nauseated, dizzy and threw up blood during the previous weekend, but no freestyle readings were received during that period. Her father's meter (unknown brand) had a reading of 109 mg/dl. Customer also mentioned that meter would not always turn on with strip insertion.

Event description:
Customer reported receiving erratic readings. In back to back blood glucose tests, customer received readings of 496, 302, and 406 mg/dl. The results vary by more than 20% and are considered a malfunction according to manufacturer's specifications. Testing was conducted on the forearm.